Event description:
Over the course of this admission, he has required intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO). He now has an lvad/rvad in place. Currently on crrt. He was started on stress dose steroids in (B)(6) 2017 in the setting of hypotension. # superficial burn wounds l flank: suffered burn injury seventeen days later. On day of burn during wound vac change at bedside using electrocautery to help stop bleeding, the dressings caught on fire and the patient sustained some burns. Adhesive remover had recently been applied to remove some of his dressings; otherwise no other chemicals in the vicinity. Plastic surgery was consulted for evaluation and further recommendations for wound care. Apply bacitracin liberally to affected areas. The pt. C/o pain scale 6/10 four days post-burn.